Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer reported a blood glucose level of 147 (mg/dl). The contact changed the infusion set and tubing and observed insulin.